Event description:
Patient presented to the physician with swelling, tenderness, and pain at the chest incision site. Patient was admitted and imaging was performed where a hematoma was determined. Physician brought the patient into the or, opened the ipg pocket, and found a bleeding vessel. Physician drained the hematoma, used cautery to control the bleeding, and closed.